Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Customer returned the incorrect product. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that she does not want to use these lancets, she wants a different one. Informed customer that these are the available one, customer need to speak to healthcare provider about getting a different gage as manufacturer only have up to 33 gauge.

Event description:
Consumer reported complaint for the lancets. Customer states that the lancets do not prick her finger and that the make her fingers black and blue. The customer did report bruising symptoms. Medical attention is not reported as a result of the reported symptom. The product storage location is undisclosed. The lot manufacturer's expiration date is 04/15/2023 and open vial date is undisclosed.